Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Insulin squirted out of the tubing and he was unable to exit the preparing to prime screen. The customer¿s blood glucose level at the time of the incident was unknown. The customer reported the drive support cap was protruded, but was not pressed. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.